Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is loud and noisy and goes off. Customer also states that the doctor is making adjustments. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).